Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer was disconnecting at the t:lock. Tandem technical support educated the customer that disconnecting at the t:lock may introduce air into the infusion set tubing. Customer performed a supply change to address the issue. There was no adverse impact to the customer's blood glucose level.